Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient experienced peritonitis. The cause of the event was not reported. The same day as event onset, the patient was hospitalized for the event. The patient was treated with tazime injection (dose, route and frequency were not reported) and cefazolin injection (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued on the same day as the event onset. No additional information could be provided as the reporter declined follow-up.